Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their implantable neurostimulator (ins) turned off about 4 years ago because they were feeling jolting.